Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v746983, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3888-33, lot# v746983, implanted: (B)(6) 2011. Product type: lead: product ID 3708220, serial# (B)(4). Product type: extension: product ID 3708220, serial# (B)(4). Product type: extension: product ID 3888-33, lot# v746983. Product type: lead: product ID 3888-33, lot# v746983. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient lost therapeutic effect. It was noted the patient had less than 50% therapy relief. It was further noted the patient stated ¿her body got used to it and it didn¿t provide pain relief anymore.¿ it was noted the lead and implantable neurostimulator (ins) was explanted on (B)(6) 2013. Additional information reported the patient ¿no longer received pain relief from the device.¿ it was noted the ins did not have normal battery depletion. It was noted the device was not replaced and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the device, model # 37711, sn (B)(4), found no anomaly. Analysis of the four leads, model # 3888-33, found no significant anomaly. Analysis of both extensions, model # 3708220, sn (B)(4), found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.